Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the affiliate that the surgeon inserted the tsb45 instrument and attempted to fire it on the sigmoid colon. The instrument cut, but did not staple. The surgeon had to convert to an open procedure to complete the case. The or time was extended and pt required incision. 02/07/2000 it was reported by the affiliate the surgery was extended approximately 1 hour longer than normal because they converted to an open procedure. The pt experienced no other complications during the surgery and is recovering normally postoperatively.